Event description:
It was reported by the affiliate that when (1) tsb45 and (1) tr45b were used during a wedge resection procedure, the staples would not close. Another device was opened and the case was completed with no consequence to pt.